Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4): discarded by facility.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire flextip guide wire broke off and was left in the patient. There were target lesions located in the superficial femoral artery (sfa) and in the popliteal artery. The physician advanced the csi viperwire guide wire across the lesion and loaded a csi orbital atherectomy device (oad) onto it. The physician successfully treated the lesions and removed the oad from the patient. Post-atherectomy angiography revealed that the tip of the viperwire guide wire had broke off. The physician attempted to snare the tip of the wire from the patient, but was unsuccessful. The patient status remained stable throughout the procedure. Three requests for additional information have been made, but none has yet been received.